Manufacturer narrative:
Catalog number and unique identifier (UDI) number added. Correction to evaluation codes method, result and conclusion. Correction to the PMA / 510k #. Device evaluation summary: a service engineer replaced the main control board; after repairs the unit passed all tests and manufacturer¿s specifications. The replaced main control board was returned to medtronic for analysis. Visual inspection of the returned main control board revealed no anomalies. The evaluation attached the component to a test unit for analysis. The unit powered up normally and passed all tests and procedures without any errors; the unit ventilated on normal settings for 2 days without any anomalies observed or error codes or alarms in the diagnostic logs. The reported event could not be duplicated or verified and the evaluation found no fault with the main control board; no failure relationship or cause could be established. No corrective actions were initiated because no cause was identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on patient, the ht70 ventilator generated a continuous alarm. The screen blacked out and ventilation stopped. The operation failure indicator didn't turn on. The patient was transferred to another ventilator and there was no harm to the patient.